Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis experienced spontaneous left sided deflation post procedure. Physical examination confirmed the deflation. As a result, patient had the implant explanted on (B)(6) 2021.

Manufacturer narrative:
On february 24, 2021 additional information received indicated that the patient underwent bilateral replacements as follow: left cat#:3501655 sn#: (B)(6), right cat#:3501655 sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on march 09, 2021. Device evaluation completed on march 18, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 325cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear was noted with the site cracking, measuring approximately 0.6 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).